Event description:
Rptr c/o: peripheral neuropathy, carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, reduced blood flow to brain. Numbness and tingling in hands and feet, chest/rib cage pain &/or burning sensation and inflammation, elevated cholesterol or triglycerides, rapid deterioration of eyes, chronic swelling, pain, discoloration (red or blue), and heat or cold sensitivity of extremities, frequent low grade fever, esophagitis, duodentitis &/or gastritis, miscarriage &/or stillbirth, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, connective tissue disease, inflammation, swelling, pain/arthralgia and rheumatoid arthritis, persistent stiffness of joints, chronic swollen lymph nodes/lymphadenopathy under arms and neck, lymph nodes removed right side of neck, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, synovitis, unexplained skin rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, vasculitis, thoracic outlet syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things and misjudges distance/runs into objects. (*)